Event description:
It was reported that before tka the silver locking collar will not lock into safe mode to accept the long attachment. Back-up device was available and no patient was involved. Investigation found that the drill motor was hot to touch (overheat), which makes it a reportable event.